Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device referenced in this report was physically evaluated by olympus. Preliminary findings are reported. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals the following: the switch was damaged. The nozzle was clogged with foreign material. Adhesive on the insertion tube and mouthpiece was becoming detached. The objective lens was cracked due to shock/dropping scope against a hard surface. Adhesive on the bending rubber was worn. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported that the angulation command was loose on an evis exera ii colonvideoscope. There was no patient impact related to this event.